Event description:
As reported, during an inguinal hernia repair, the surgeon tried to fixate the 3dmax light mesh using a capsure fixation device, however the device did not fire when the trigger was pulled. The surgeon checked the device outside the body, and when the trigger was pulled, two fasteners were fired in an overlapping state, the trigger was pulled again and no fastener deployed. As reported another capsure fixation device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fastener did not fire when the trigger was initially pulled, but when fired out of the body two fasteners deployed in an overlapping state. The subject device was returned for evaluation. During functional evaluation, the sample failed to deploy any of the remaining fasteners. The device handle cover was removed to expose the gear train and inner components finding broken internal gears. Root cause for the broken gear teeth is forces applied while in use. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." And "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.